Event description:
It was reported that a patient underwent a idiopathic deep vein thrombosis (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was dislodged inside of the hub component. During the procedure, the catheter was unable to be advanced past the hemostatic valve of the vizigo sheath. There was no visible damage to the vizigo sheath. The medical team replaced the vizigo sheath and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was not returned. A device history record was performed for the finished device number lot 60000316 and no internal action related to the complaint was found during the review. The valve dislodgment issue could be related to the resistance issue reported by the customer, therefore the issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).